Event description:
It was reported that stent damage occurred. The 80% stenosed, 45x3.5mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50x38mm promus element plus drug-euting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the tip of the stent strut got lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.50x38mm stent delivery system was returned for analysis. Examination of the stent identified no issues. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 45x3.5mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50x38mm promus element plus drug-euting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the tip of the stent strut got lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.